Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. There are no plans to revise patient and therefore the product is not expected to be returned to manufacturer for evaluation. Since the set screw remains in the patient and no evaluation could be performed, the exact cause of the reported issue could not be ascertained. The screw density was below one screw per level, which may have placed more stress on the set screw and contributed to backing out. However, no root cause(s) could be determined. A general review of the manufacturing and inspection records did not reveal any contributing information/trends. Remain in patient.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a set screw back out occurred approximately 16 months post-op.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The patient has not been revised and therefore the product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the set screw remains in the patient and no evaluation could be performed, the exact cause of the reported issue could not be ascertained. When more information becomes available manufacturer will file a follow-up report at that time. Remain in patient.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a set screw back out occurred approximately 16 months post-op.